Event description:
It was reported to philips that intermittently the system failed to emit fluoroscopy. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed as planned on same system. A philips field service engineer (fse) visited the site and analysed the system log files. The analysis of system log file indicated error related to faulty point (power inverter) gate driver. The fse replaced the defective power inverter and returned to philips for further analysis. The analysis revealed that found that the thermofuse connection had loosened, and the power inverter passed all continuous tests without issues after the thermofuse was reinserted correctly. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed as planned on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome.